Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector the connection was damaged. There was no report of patient impact. The following information was provided by the initial reporter: the spin collar on mp5303-c no longer retracts. It has caused lost IV access and for poor connection to the IV for med delivery.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector the connection was damaged. There was no report of patient impact. The following information was provided by the initial reporter: the spin collar on mp5303-c no longer retracts. It has caused lost IV access and for poor connection to the IV for med delivery.

Manufacturer narrative:
H6: investigation summary a complaint of set not connecting properly at the male luer was received from the customer. No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mp5303-c because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.